Event description:
The right atrial (ra) lead was returned from an unknown source with no information. The lead was subsequently analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)